Event description:
It was reported that the blue clamp of a vented paclitaxel set was not able to be inserted into the keyhole slot of the tube loading channel on a colleague pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. A retained sample from the same batch was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed, and the blue slide clamp was inserted easily into a colleague pump. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.